Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 22298bb and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string came off the tampon [causing the tampon to be stuck] [device breakage] [the string came off the tampon] causing the tampon to be stuck [foreign body in reproductive tract]. Pain to take it out was excruciating [procedural pain]. Case narrative: on 27-feb-2023, a spontaneous report was received from a consumer regarding a 35-year-old female who was using playtex sport plastic (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with playtex sport plastic. On an unspecified date, after inserting the product, the consumer experienced the string came off the tampon that caused the tampon to be stuck. She had to go to the ER (emergency room) for the doctor to take it out. She was very dissatisfied as the pain to take it out was excruciating. As of 27-feb-2023, the status of product use was not reported but she did not want to purchase playtex tampons anymore for the fear of the string coming off and having to go through it all again. No additional information was provided.